Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had fingerprint reader failure. A field service engineer found intermittent fingerprint reader failures that required a restart to resolve and re inspected the top cover connections. The fse replaced the docking station, and all relevant tests passed in the hardware testing application. The customer was able to access the storage space without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid experienced intermittent malfunction and had previously been identified as a recurring issue on the unit. The customer stated that performing a hard reset temporarily restored normal operation for approximately two to four weeks. During a prior occurrence, on completion of system update, the issue did not recur for an extended period and was believed to have been resolved. But the bioid malfunction reoccurred again on the reported date the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.